Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the projected remaining longevity decreased by nine years since 2019. In addition, a lead safety switch (lss) occurred on the right atrial (ra) lead due to high out of range pacing impedances, measuring greater than 2000 ohms. The patient experienced muscle stimulation due to the unipolar programming. The local area field representative was contacted for additional information, however at this time no further information is available. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received which indicated a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time the pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received which indicated this pacemaker was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the projected remaining longevity decreased by nine years since 2019. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. In addition, a lead safety switch (lss) occurred on the right atrial (ra) lead due to high out of range pacing impedances, measuring greater than 2000 ohms. The patient experienced muscle stimulation due to the unipolar programming. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Laboratory analysis was unable to confirm the reported clinical observation of high pacing impedance. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the projected remaining longevity decreased by nine years since 2019. In addition, a lead safety switch (lss) occurred on the right atrial (ra) lead due to high out of range pacing impedances, measuring greater than 2000 ohms. The patient experienced muscle stimulation due to the unipolar programming. The local area field representative was contacted for additional information, however at this time no further information is available. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received which indicated a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time the pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received which indicated this pacemaker was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.